Event description:
Tampon...have not been able to remove it...in for about 10 hours [foreign body in reproductive tract] , string came away without the tampon...string did not fully detach must've ripped [device breakage] , remove my tampon and the string came away without the tampon. Have not been able to remove it [complication of device removal], it was in for about 10 hours- tampon [device use error]. Case narrative: consumer reported via e-mail that the tampon string came away from the tampon during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon...have not been able to remove it...in for about 10 hours [foreign body in reproductive tract] , string came away without the tampon...string did not fully detach must've ripped [device breakage] , remove my tampon and the string came away without the tampon.have not been able to remove it [complication of device removal] , it was in for about 10 hours- tampon [device use error] . Case narrative: consumer reported via e-mail that the tampon string came away from the tampon during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.